Event description:
On (B)(6) 2019, a 18mm amplatzer muscular vsd occluder was selected for use. During device deployment, one of the discs deployed in an oval shape. The device was re-deployed a second time but the issue remained. The device was retrieved, exchanged for a 16 vsd occluder and successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The investigation confirmed the distal disc of the device deployed in an oval shape when analyzed at abbott under non-physiological conditions. Bent wires were seen on the distal disc, which potentially contributed to the deformation. As this was a used device, the cause of the wire damage could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.